Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of foreign material and sticky video cable could not be established. The cause of corrosion on the elevator was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material leaking from the nozzle, corrosion on the elevator forceps, a sticky video cable. There was no patient involvement.